Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a single high out of range shock impedance measurement was observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Additional information was received indicating that all other measurements were normal and normal behavior was observed on the lead. At this time, the patient was okay and the impedance was at 115 ohms. The systems remains in service. No adverse patient effects were reported.